Event description:
It was reported that the air way pressure increased up to 60-70 mbar.

Manufacturer narrative:
The device involved in the event was intensively investigated by drager medizintechnik gmbh. The device was very dirty and the cleaning procedures like described in the labeling were not followed by the user. The gas of the hosp gas supply system was also very dirty and caused a malfunction of one valve installed in the device. The device react as intended,reduced the airway pressure automatically and alarmed visible and audible. The device was repaired and cleaned totally and sent back to the customer.